Manufacturer narrative:
Product complaint (B)(4). Additional information received: it was confirmed that patch testing was performed, and the preliminary results were negative. The patient did not show up for the final results and they have not seen the patient since. It was explained that the patch test was for the 50 most common irritants which would have included nickel but not titanium. The patient did not show an allergy to nickel.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Additional information received: the operating surgeon advised he is not aware of any confirmed allergic reaction but is under the impression the diagnosis may be ¿by exclusion.¿ the patient advised that she¿s not aware of a test that confirmed a titanium allergy but that is what the doctors have concluded based on the timing of the symptoms. She is currently taking medication three times per day for hives that continue to appear. The doctors have apparently advised there is no test to confirm the allergy.

Event description:
It was reported that the patient states she had appendectomy (B)(6) 2017. Unknown ethicon staples were used. Immediately after surgery she developed allergic reaction with hives and welts all over body. Within days her wbc was over 20,000. She was treated with IV prednisone with no relief. She has seen multiple allergists and physicians. She states they have determined the cause of her allergic reaction is the titanium staples used. She continues to have hives and welts and takes xyzal three times a day to control symptoms. She requests to have the titanium staples removed.